Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of downstream occlusion alarms, which were reproduced while attempting to run an infusion. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation found the downstream sensor current readings to be above specification, caused by a failed downstream sensor. The downstream sensor was replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.